Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited loss of capture, change in magnet strip and small pacing signal. The ipg remains in use. No patient complications have been reported as a result of this event.